Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv identified via device log review was determined to be insufficient drain, use error, tidal ultrafiltration (uf) removal set too low. Device met specifications relative to iipv in the logs.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on date (B)(6) 2011 during cycle 5 with drain volume of 4094 ml. Largest prescribed fill volume is 2000 ml. This event meets overfill criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.